Event description:
A female pt using renu rewetting drops reported developing a fungal infectioni n her eye. The pt is a unilateral contact lens wearer. She has visited a physicina for her condition but did not provide the name of her provider. The pt stated that she is no longer suffering from the infection.

Manufacturer narrative:
Item f.10. Codes completed by MFR. Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample tetsing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.